Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous left circumflex artery that is 90% stenosed. The lesion was pre-dilated with a 3.0x10mm unspecified balloon and 4.0x12mm xience xpedition stent was deployed. A distal edge dissection was observed and a 3.5x33mm xience xpedition was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.